Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was cracked and insulin pump was not working. Blood glucose was 5.2 mmol/l. The insulin pump will be returned for analysis.